Manufacturer narrative:
Cracked reservoir tube window and cracked reservoir tube noted. Cracked window, cracked case at lcd window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Event description:
It was reported the customer had damage to their insulin pump. Customer stated their reservoir compartment was cracked in different directions. The customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.